Event description:
The customer reported that they were getting numerous error codes and no x-ray.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system was repaired, found to be operating as intended, and released to the customer for use.